Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected vegetation on the patient's valve. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced four days later with a leadless pacemaker. No further patient complications have been reported asa result of this event.